Manufacturer narrative:
H2: please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was clarified that the length of surgical delay was approximately 2 hours.

Manufacturer narrative:
H2: please see section a for patient initials. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r. H3: a medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The navigation system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned positioning sensor unit (psu). The returned psu had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to aug 2020. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .417mm with a passing threshold of .250mm. H6: b01, c02 and d02 apply to the returned positioning sensor unit (psu) concomitant product. B01, c19 and d14 apply to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that during a case the application was displaying a localizer fault error. Navigation was aborted. While troubleshooting technical services (ts) walked the caller through network device interface (ndi) toolbox and caller reported seeing the following errors: bump detector battery fault. Return for service. Bump detected. Accuracy assessment recommended. Storage temperature exceeded. Unknown delay. Unknown patient impact. Additional information was received. It was reported that the procedure was a cranila optical tumor resection. The issue occurred intra-operatively at the start of the procedure during pre-registration. This issue caused a 15 minute surgical delay. The localizer faulted. The procedure was completed by switching to navigation with electromagnetic (em). There was no reported impact on patient outcome. Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the camera was "not functional." This issue caused an unknown surgical delay. The impact on the patient's outcome was unknown. Additional information was received. It was reported that the system was used to complete the procedure.